Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 15 mg/dl. The customer also stated they were unsure of the causes of their low blood glucose. Customer's blood glucose at the time of the call was 99 mg/dl. Customer had treated their blood glucose with glucose tablets and food. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).